Event description:
Patient presented to the physician with speech and eating difficulties, and pain at the ipg site. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.